Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. As a precaution, physio-control replaced the device's battery pins and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off unexpectedly three (3) times while transporting a patient to the hospital. The customer advised that they were able to power the device back on again, but when their vehicle would hit a bump it would power off again. Medical personnel removed and reinstalled the device's batteries and no further issues were observed. The customer advised that the reported issue did not impact patient care. There were no reports of adverse effects to the patient as a result of the reported issue. No further details were provided. Physio-control has attempted to contact the customer in order to obtain additional information about the patient and the event; however, no response has been received.